Event description:
It was reported that the patient underwent implant of the intraocular lens on (B)(6) 2012, and explant of the lens on (B)(6) 2012, due to disabling night glare and halos. It was stated that the patient is much happier with a standard intraocular lens. The customer stated that the lens was discarded.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens mets all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.